Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the manufacturer representative (rep) was unaware of what was done at the patient's initial lead revision. The patient reported to the rep that he had a lead revision in the past and now only had one lead. The cause of the revision was not known. It was not known if it was device related. As far as the rep was aware the patient was receiving effective therapy and had a 50% or greater symptom reduction. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer report # 3004209178-2014-17884 for an impedance issue that was observed after this revision.

Event description:
It was reported the patient had a spinal cord stimulation lead revision in (B)(6) 2013. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.